Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose (bg) levels ranging from 200's mg/dl to 352mg/dl. A correction bolus via the pump was delivered and a supply change was performed to address the bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.